Event description:
A report was received that during product analysis it was discovered that two electrodes from the paddle lead were dislodged and one contact was missing. The physician does not believe that the electrodes were dislodged during the explant procedure. No further course of action will be taken for the unretrieved contact that was left inside the patient's body.

Manufacturer narrative:
Device evaluation indicated that the lead passed the photographic imaging test performed. Visual inspection revealed lead was severed from the proximal ends of both lead bodies. One electrode is missing, and two electrodes are completely dislodged from the paddle. The root cause of the damage is unknown.